Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially and emergently treated with the afx abdominal aortic aneurysm stent on (B)(6) 2013; it was noted that the proximal stent was dropped slightly low at initial implant, but a good seal was still achieved. Approximately five (5) years post initial procedure, a lateral graft shift (10-15 mm), a proximal extension migration (distally ~9 mm), and a possible graft kink were detected by routine follow-up scan on (B)(6) 2018; the patient was asymptomatic at that time. Endologix became aware of the reported and gradual product problem/adverse event on (B)(6) 2018. The physician is still deciding whether to treat the migration and kink, but will continue to monitor the patient.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: stent buckling of the second vela cuff (originally reported as a graft kink), and stent movement of the first non-vela cuff. The complaint is most likely anatomy related. In addition, off label infrarenal angulation was noted at implant and at revision of a pre-existing stent in 2016. Procedure related harms for this complaint could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received per clinical assessment confirming that the reported graft kink is actually stent buckling of the vela cuff.